Event description:
It was reported that testing showed that an increasing number of electrode channels were becoming 'hi', reducing the benefit the pt rec'd from the implant.

Manufacturer narrative:
Conclusion: the investigation showed that the active electrode of this device was damaged to such an extent, so preventing device performance according to specification. Investigation results correspond to the information in the patient report. This is final report.